Event description:
During an upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator (crt?d), this patient was in atrial fibrillation and the underlying rhythm was at 70 bpm. Rhythm ld was not successful due to atrial pacing caused by atrial undersensing. Programming changes were made and the issue was resolved. The procedure was completed successfully. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).